Event description:
It was reported that pump displayed cgm error and caller contacted support regarding sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to complete pump reset, cgm error did not recur, and customer successfully started new sensor session.